Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged cosmetic damage at the battery compartment found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2021 at time 13:27:02.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed at the electrical board 1 and force sensor. Cosmetic damage confirmed at the battery compartment.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had critical pump error and there was a crack at battery compartment. Customer was taking shower. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.